Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited noise resulting in pacing inhibition and syncopal episodes. All other electrical measurements were normal. The lead was capped and replaced uneventfully on (B)(6) 2016. The patient's condition was stable and would continue to be monitored.